Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported clip migration appears to be due to challenging patient anatomy. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the clip migration. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement and recurrent mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted the patient had an enlarged atrium and rotated heart axis. It was also noted that the clip created shadowing during the procedure, which made visibility difficult. An xtw clip was successfully implanted, reducing mr to a grade of 1. The physician noted that the leaflets insertion was carefully checked prior to deploying the clip. The following day, echocardiography was performed and showed that the clip had partially detached from anterior leaflet, causing mr to increase to a grade of 3-4. However, the clip remained stable on both leaflets. No additional information was provided.